Event description:
A dexcom g7 continuous glucose monitor used by a pediatric patient (age 7, type 1 diabetes) displayed repeated false low readings overnight. The device escalated to an urgent low alert of 43 mg/dl. Caregivers treated the child for hypoglycemia with fast-acting carbohydrates. A confirmatory finger-stick blood glucose test performed immediately afterward showed 470 mg/dl, indicating a severe false low reading. The discrepancy was extreme and could have resulted in serious harm had the caregivers not verified with a blood glucose meter. The event caused unnecessary overtreatment and posed a risk of severe hyperglycemia and potential dka. This appears to be a device malfunction or inaccurate sensor reading, possibly related to nighttime use. No injury occurred due to caregiver intervention. Outcome: no physical injury occurred; however, this was a near-miss safety event with high-risk potential.